Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a "travel course error". There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case and plunger case. The event history log confirmed check clutch/plunger lever occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the lead screw and both clutch halves were very dirty. The lead screw and both clutch halves were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.